Event description:
Litigation alleges that patient experienced severe daily pain, soreness, and discomfort in the area of his right hip and thigh, down to his knee, which negatively affected his ability to perform activities of daily living. Patient experienced a sensation of subluxation and movement in his hip implant, as well as popping and grinding. Patient experienced a burning sensation and numbness in the area of his right thigh down to his knee. During his revision surgery, a significant amount of fluid was noted, and the acetabular component was loose. In addition, necrotic tissue was removed.

Event description:
Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified doi and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/23/15, 4/24/15, 4/28/15, 4/29/15, 4/30/15, 5/4/15 & 5/8/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated grinding and metal allergy. Notes from (B)(6) 2009 also indicated subluxation. The complaint was updated on: 5/11/2015.